Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemolysis cannot be conclusively determined through this investigation. The submitted log files contained identical data spanning from (B)(6) 2019 at 14:07:54 to (B)(6) 2019 at 16:10:18, per the timestamps. No notable alarms were captured, and the system appeared to have been operating as intended. It was reported that the patient was admitted to the cleveland clinic with hemolysis. No device-related issues were reported in association with the event. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with hemolysis. During the analysis of the log file, elevated flows were observed above the normal parameters. The patient's blood pressure is back to baseline but still maintained an elevated ldh. Additional information was requested but not provided.